Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported new to injecting insulin, finding the pen needles to clog during injection. Does not complete a flow check. (3 pen needles on (B)(6) 2024) advised consumer proper placement of non-patient end and to complete a flow check. Consumer reported on 1 pen needle found the patient end to be bent when removed inner shield. Unknown event date. Dc. Lot#: 4002181, catalog#: 320550, date of event: 11/01/2024, sample status: discard.